Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with patient identifier (B)(6) for the inform system 2.

Event description:
Caller reportedly received the following results on a roche meter, compared to lab results, within 10 minutes: 449 mg/dl (inform (B)(4) ) and 28 mg/dl, 27 mg/dl (lab) customer allegedly received the following results, with two different roche meters, within 10 minutes: 195 mg/dl ((B)(4)) and 105 mg/dl ((B)(4)) while awaiting the lab result, the two meter results listed above were obtained. The patient was treated with an ampoule of d50 while, or immediately after, the reading of 195 mg/dl was obtained. Patient was treated based upon the lab result. No actions taken based on device results. No adverse event reported. Requested return of suspect strips, and replacement was sent.